Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had walking difficulty, immobility, loss of balance, and were unable to get out of bed. The patient was hospitalized due to nerve damage. They also had a loss of feeling. They were unable to move their legs. Patient was relocated to hospital for neurosurgeon to perform emergent removal of epidural hematoma the patient was in the ICU for follow-up care and observation. The stimulator and lead were removed. No complaint of device malfunction. Stimulator was not in use and powered down at time of the event